Event description:
It was reported that the patient's advance sling stopped working following a fall. A second sling was placed. The patient's tissue was thin to the right of the urethra. No further patient complications reported in relation to this event.